Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) 547 mg/dl with a large ketone level identified as dangerous. The customer's health care provider alleged that the pump was not working. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and fluids. Reportedly, the customer was released on (B)(6) 2020 with no permanent damage.